Event description:
Customer reports lancet protrudes from end cap of the softclix plus device after firing. Also reported an accidental needle stick; no medical attention required. No adverse event reported. Requested return of suspect device and replacement was sent.